Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that for two of the infusion sets, the quick release came apart. Reportedly, she had elevated blood glucose levels. No further information available.